Event description:
The hcp reported volume discrepancies. The patient had had multiple discrepancies and the pump was replaced (B)(6) 2014. It was further noted that the patient went in for her normally scheduled refill and the expected reservoir volume was 15ml, the pa (physician assistant) was only able to remove 3ml. The pa discussed this with the physician and they decreased patient's dose. The pa refilled the pump and had the patient come back in a couple weeks .the pa interrogated pump and based on the current dose and concentration only ~1.5ml should have been dispensed, the reservoir volume was off again and ~3.5ml was dispensed. Based on the physician¿s recommendations, the dose was decreased again and patient was scheduled for a dye <(>&<)> rotor study. The results of these studies indicated that the catheter was patent as csf fluid was easily aspirated though catheter access port and dye was then injected and intrathecal placement confirmed without any signs of leakage along the pathway of the catheter; in addition, the rotor study indicated proper rotor movement. The patient did not experience any overdose symptoms but did experience underdose symptoms after the pump was turned down a second time. Patient also reported intermittent numbness feeling around her abdomen and leg weakness. Due to the circumstances, it was decided to do a pump replacement at pump replacement, the catheter was intact and connected to old pump. The physician was able to aspirate catheter from catheter access port of old pump. The pump was removed and replaced with a new 8637-40 pump. The scrub tech emptied the reservoir of the removed pump on the back table. The expected reservoir volume was 34.3ml and only 24ml were removed. Post-op, the new pump was programmed with same drugs and concentrations, dose was increased to 0.6mg/day hydromorphone and 3.5mg/day of bupivacaine. This was done because patient's previous, stable dose was 0.75mg/day. Patient wanted to go back to this previous stable dose, the hcp did not want to immediately start back at that dose. The patient status at the time of the report was noted as alive, no injury. It was further noted that per the office visit note the patient was seen the pump interrogated and reprogrammed. No changes to medication or concentration. Per the hcp the pump was reduced to 0.375mg/d of dilaudid since it was delivering ¿twice as fast¿ and maintenance dose was set at 0.75mg/day. Side port aspiration for 0.5ml of clear/blood-tinged fluid. Pump rotor/dye study before pump replacement to determine if there was a catheter leak. The patient recovered without permanent impairment.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿overinfusion ¿ undetermined root cause¿. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.